Event description:
It was reported that a patient's right ventricular lead was exhibiting loss of capture. Fluoroscopy revealed a possible fracture on the lead near the collar bone. The physician capped and replaced the lead successfully. The patient was in good condition.